Event description:
Caller reported patient had several emergency room visits in 2005, and on in 2006 as a result of elevated blood glucose (>500 mg/dl). Caller indicated that patient stated her infusion set tubing seemed to be breaking causing the elevated blood glucose. No product is being returned.